Event description:
It was reported that the blade came out just half of the cartridge and stopped avoiding the blade to finish the fire and locking out the echelon. The surgeon reloaded a new ecr60bd and the same thing happened. The surgeon opened an echelon anvil, and placed a new blue cartridge. He was doing the firing slowly and taking care or the problem. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that two ecr60b cartridge reloads were returned. Cartridge (a) ecr60b, l5174j was received unfired and with the pan partially detached at right proximal end. Cartridge (b) ecr60b, l5174j was received partially fired 1/16. It is possible that while loading the reload (b), the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload (b) was reset and loaded into a ple60a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.